Event description:
Customer reported: "....fluid removal incorrect."

Manufacturer narrative:
No patient injury was reported. No machine's malfunction was identified by gambro technical services (gts) field representatives. He completed a mock treatment: the machine was in specification. As corrective action, on august 16, 2005, a safety alert was released. The field correction 9616240-9/7/05-001-c was initiated on august 25th, 2005.